Manufacturer narrative:
No additional informaiton has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had pump off alarms on (B)(6) 2022. Their log files were sent to technical services for review. Upon their review, a driveline disconnect event was observed. At the time of the event, the pump turned off. The log files also revealed low speed and low flow events. The patient was given an ungrounded patient cable.

Manufacturer narrative:
Corrected manufacturer's investigation conclusion: a pump stop event was confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2022 at 12:24:34 to (B)(6) 2022 at 01:37:06, per the timestamp. A pump stop event with associated low speed alarms and low flow alarms was captured on (B)(6) 2022, beginning at 01:19:48. This event also had associated driveline disconnect alarms. Of note, with system controller software version 7.23, issues with the driveline can result in false driveline disconnect alarms. The patient was operating on their power module during the abnormal pump operation. Based on our complaint history and similarly reported events, the pump stop event captured in the log file is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this investigation. The account stated that the patient was not a pump exchange candidate and was to be placed on an ungrounded patient cable. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a pump stop event was confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2022 at 12:24:34 to (B)(6) 2022 at 01:37:06, per the timestamp. A pump stop event was captured on (B)(6) 2022, beginning at 01:19:48, while the system was supported with the power module. Based on our complaint history and similarly reported events, the pump stop event captured in the log file is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this investigation. The account stated that the patient was not a pump exchange candidate and was to be placed on an ungrounded patient cable. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.